Manufacturer narrative:
Device received with missing segments and partial display due to cracked and bleeding lcd glass. Unable to perform displacement test and selftest due to missing segments/partial display .

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display. The customer¿s blood glucose level was 100 mg/dl at the time of the incident. Customer reported that pump screen is white small black bit size of a penny. Customer reports display is solid white. Customer reported that insulin pump screen flashing when screen was turned on after being in sleep mode. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.